Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
During follow up, recorded data revealed vf episodes with unsuccessful therapy deliveries and an aborted shock. The vf was terminated by the 36j therapy. High hvli was also noted. Patient was hospitalized and scheduled for lead and ICD replacement. The patient later went into vf but the ICD failed to convert the rhythm, external defibrillator terminated the vf. After awhile, patient experienced a vf storm. Patient later expired when CPR was unsuccessful.